Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media inspection was taken and revealed that the impedances are out of range. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient having an impedance and experienced loss of bilateral coverage with the lead that had migrated down. The imaging confirmed that the leads migrated. The patient underwent a revision procedure and had adequate coverage postoperatively. Additional information was received that the explanted devices were discarded.

Event description:
It was reported that the patient having an impedance and experienced loss of bilateral coverage with the lead that had migrated down. The imaging confirmed that the leads migrated. The patient underwent a revision procedure and had adequate coverage postoperatively. Additional information was received that the explanted devices were discarded.

Event description:
It was reported that the patient having an impedance and experienced loss of bilateral coverage with the spinal cord stimulation (scs) lead. Imaging confirmed that the leads migrated. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred end of august 2025. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7080550, UDI: (B)(4).